Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing issues with pumping. During evaluation the reservoir was observed to be completely empty, and fluid loss was identified. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.